Manufacturer narrative:
Medwatch sent to FDA on 01/28/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses possible outcomes of device leak/deflation as follows: warnings and precautions: deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the first balloon or the most recent volume of the removed balloon. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation. Possible complications: possible complications of the use of orbera include: intestinal obstruction by the balloon. An insufficiently inflated balloon or a leaking balloon that has lost sufficient volume may be able to pass from the stomach into the small bowel. It may pass all the way through into the colon and be passed with stool. However, if there should be a narrow area in the bowel, as might occur after prior surgery on the bowel or adhesion formation, the balloon may not pass and then may cause a bowel obstruction. If this occurs, percutaneous drainage, surgery or endoscopic removal could be required. Balloon deflation and subsequent replacement.

Event description:
Reported as: the patient had the orbera intragastric balloon placed, and "after the intervention the patient started to urinate with blue color. The balloon was deflated." The device was removed and replaced.

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Brown particles were observed on the outer surface of the balloon. White spots were observed on the outer surface of the balloon. Brown discoloration was observed on the valve. A fill test was performed and no blockage or resistance to flow was noted. A valve test was performed and no blockage or resistance to flow was observed. A leak test was performed and leakage was observed from multiple striated openings on the device, consistent with device removal. One opening, near the radius of the device, was observed to be consistent with a needle puncture.